Event description:
Holmium laser fiber snapped in half and started sparking and making crackling noises. Laser turned off, fiber removed form patient an new fiber obtained to complete procedure. Manufacturer response for holmium laser fiber, accutrac 200 (per site reporter): manufacturer provided rga# for product return evaluation.